Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter while detaching the lung tissue in an open lung cancer surgery, the device could be loaded normally but cannot be fired. To resolve the issue, a new device was used. There was no patient injury.